Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited variable shock impedance measurements one day post implant. These measurements varied from normal (40 ohms) to out of range (>125 ohms). A guidant technical services (ts) consultant discussed the likelihood of a loose connection as being the source for the observation, and recommended invasive evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.